Manufacturer narrative:
This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that farastar generator was selected for use during pulsed field ablation. It has been mentioned that the console takes approximately 8 minutes to start up which represents a significant delay during the procedure. The generator was incapable to deliver energy and 301 (pre-pulse failure) occurred due to which the procedure was cancelled/rescheduled. No patient complications occurred.